Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set the ipg to MRI mode due to high impedances. Additionally, it was also reported that one of the patient's leads has migrated resulting in the patient not receiving therapy on their right side. The migration was confirmed via x-rays. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the lead was explanted and replaced.

Manufacturer narrative:
Correction: section h11 - additional narrative/data - the following statement was inadvertently omitted from the initial report: the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(6), serial: (B)(4), batch: a000118310.